Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: a review of the black box showed a history of reboot occurrences. Unrelated to the original complaint, the battery compartment was cracked alongside the pump and the battery cap threads were stripped. The battery cap was unable to maintain an electrical connection and the power loss and reboots were duplicated. A test cap was used for testing purposes. The pump powered on normally with no alarms. The rewind, load, and prime steps were performed successfully with the test cap. No further power issues occurred. (B)(4).